Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that another manufacturer's field representative contacted boston scientific technical services (ts) and stated that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms along with high threshold measurements of 5 volts for approximately the last year. It was noted that the impedance measurement had increased in a two week period from 940 ohms to greater than 3000 ohms. Externalization of the lead was suspected, however the x-rays were inconclusive. A revision procedure was performed where the pace sense portion of the lead was surgically abandoned and replaced with another manufacturer's lead. The shocking portion of the lead remains in service. No additional adverse patient effects were reported.